Event description:
Medtronic received information that cannot find sensor signal, no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unable to charge unit or perform functional test due to moisture damage/corrosion at the battery connector pins.